Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of the provided photographs revealed cracked on the chamber dome near the hinge bracket. Conclusion: without the complaint device, we are unable to determine what caused the crack on the chamber dome. It should also be noted that the mr290v vented autofeed humidification chamber was used for 25 days. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent." "Do not use beyond 14 days maximum duration of use".

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had a cracked chamber dome after 25 days of use. There was no reported patient consequences.